Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a bio tenodesis, the ar-1540bc, broke when the surgeon was placing it into the patient's bone. The fragment was removed and the case was completed by using a new ar-1540bc.

Manufacturer narrative:
It was reported that the screw broke during placement. Visual evaluation identified that the screw had fractured into several pieces. However, without the return of the device, further investigation cannot be performed. Additionally, patient bone quality and surgical technique were not reported. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion. The reported event is confirmed based on the investigation of the returned picture.